Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a golden system and upon cauterizing, the unit energized all ports and instruments, but error logs showed c-00 and m-11. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, vio integrated electrosurgical generator unit (iesu) was faulting when monopolar energy was used. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse found error c-34 and m-11 in the logs. The customer performed hard power cycle the iesu, but the error reoccurred upon power up. The customer used a third-party esu (forcetriad) to continue with the procedure. After, the customer called back to report that the surgeon had to finish the procedure without full monopolar functionality due to the inability to get the third-party generator to work. The procedure was completing as planned with no reported injury.